Event description:
Through the journal article "4021 breast implant associated-anaplastic large cell lymphoma (bia-alcl): the lymphoma study association (lysa) registry data," the author reported "four pts (6.9%) had bilateral lymphoma and 54 pts had unilateral lymphoma... The majority of pts were stage I-ii (n=45, 77.6%), and 13 (22.4%) pts were stage IV." Further reported was "two clinical presentations i.e. Seroma." The author also reported "five patients have died, either from lymphoma progression alone (n=2), or associated with concomitant active breast cancer (n=2) and one due to another disease." As information was received in aggregate the status of the devices is unknown. This record represents the left side. The manufacturer of the devices is unknown.

Manufacturer narrative:
Clarification to section b.3: date of onset for symptoms ranged from 2009-2019.

Manufacturer narrative:
Article citation: le bras, f., gaulard, p., andre, m. Et. Al. 4021 breast implant associated-anaplastic large cell lymphoma (bia-alcl): the lymphoma study association (lysa) registry data. 61st ash annual meeting. 2019; 1-4. The events of death, lymphoma, alcl suspected, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: death, lymphoma, alcl suspected, and seroma.

Event description:
Through the journal article "4021 breast implant associated-anaplastic large cell lymphoma (bia-alcl): the lymphoma study association (lysa) registry data," the author reported "four pts (6.9%) had bilateral lymphoma and 54 pts had unilateral lymphoma. The majority of pts were stage I-ii (n=45, 77.6%), and 13 (22.4%) pts were stage IV." Further reported was "two clinical presentations i.e. Seroma." The author also reported "five patients have died, either from lymphoma progression alone (n=2), or associated with concomitant active breast cancer (n=2) and one due to another disease." As information was received in aggregate the status of the devices is unknown. This record represents the left side. The manufacturer of the devices is unknown.